Event description:
Related manufacturer reference number: 2017865-2022-06487. Related manufacturer reference number: 2017865-2022-06488. It was reported that patient developed infection. Vegetation was noted on patient's atrial and right ventricular (rv) lead. Patient entire system including implantable cardioverter defibrillator (ICD), atrial lead and right ventricular lead explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.